Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deflation issue and difficulty removing occurred. A synergy¿ stent was successfully deployed to treat the lesion. During removal of the device, it was noted that some contrast were left in the balloon and got caught at the end of the guide catheter. No patient complications were reported.